Manufacturer narrative:
Retainer ring =black. Customer returned insulin pump for an alleged no delivery/occlusion alarm found on (B)(6) 2021. Thump software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found 14 no delivery alarms in the event date of (B)(6) 2021 and started from 2:08 pm to 4:15 pm during basal delivery. However, insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm during testing. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within specification. The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the insulin pump case. No delivery/occlusion alarm was not confirm during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 500 mg/dl. Customer also stated that insulin pump had insulin flow block alarm during bolus. Customer had changed infusion set but insulin flow block alarm persisted. During troubleshooting it was found that insulin was not reused, mixed, expired or denatured. The tubing was not bent. It was unknown that auto mode feature was active at time of high blood glucose event. It was unknown that customer had experienced any symptom at the time of high blood glucose event. Customer was treated with insulin pump for high blood glucose level. The insulin pump will be returned for analysis.